Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2007, the plaintiff was implanted with a apogee system due to the plaintiff having a "condition that required surgical intervention for repair". It was alleged that "within months" the plaintiff "experienced complications", had "additional medical care and treatment and/or surgical intervention", "suffered debilitating injuries from in the synthetic mesh including mesh erosion, hardening, chronic pain and worsening urination", "serious surgery, required and will continue to require healthcare and services". It was also alleged that the plaintiff "has suffered and will continue to suffer mental anguish, diminished capacity for the enjoyment of life, and diminished quality of life, chronic debilitating pain, and other such damages".